Event description:
The dealer advises the consumer has a lot of tone and is continually breaking this piece on the footrests. The dealer believes this will be the fourth time they've ordered the part or front riggings.